Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at around 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non bsc device. There were no patient complications reported and the patient was in good condition.